Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot: (B)(6) h3, h6: a medtronic representative went to the site to perform a system check out and they found the surgical arm failed a built in self test and a ten point accuracy test. The surgical arm was replaced. The system now functions as intended. Multiple device codes were applied. Below clarifies what each is associated with. A05 - the system experienced a built in self test failure and an accuracy test failure. A0908 - inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the system experienced a built in self test failure and an accuracy test failure. During the accuracy test, the accuracy pointer touched the edges of the hole. Despite these issues, the surgeon proceeded with the procedure. After placing six screws from c5-c7, it was noted that three screws were placed 1mm laterally; one on the right of c5 and both screws on c6. The surgeon then freehanded to revise the three screws. This resulted in a 20-minute delay in the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10: the surgical arm serial number was updated to (B)(6). H3, h6: the surgical arm was returned for product analysis. The analysis is still in progress medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the surgical arm was returned for product analysis. The surgical arm failed an accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.